Event description:
A patient in (B)(6) was undergoing crrt on a prismaflex control unit with a prismaflex m100 set. During treatment, the pump segment of the pre blood pump line became disconnected. Treatment was stopped and the blood in the extracorporeal circuit was returned to the patient. The patient was not symptomatic and did not require medical intervention. Treatment was re-started with a new filter set without further incident.

Manufacturer narrative:
The review of the prismaflex m100 set ckt device history record and complaint history files for lot number 14i2904g, shows that there is no manufacturing non-conformity and no similar complaint for this lot number/ the prismaflex m100 set ckt was discarded and not available for inspection. Pictures of the involved product were provided. It was not possible to determine the root cause of the pbp pump segment disconnection from the p;pictures provided. No leakage was reported during the priming. The exact root cause of the reported event remains unknown.